Event description:
Customer checked blood glucose at 4:30 am and received a result of 212mg/dl. They thought this seemed normal. Left for dialysis treatment, blacked out on the way and crashed into a building. Paramedics arrived and took their blood glucose and received a result of 30mg/dl. Customer was taken to the hospital and given a glucose shot to bring up blood glucose. Unknown if controls were being used. A request was made for the return of the suspect device and replacements were sent.